Event description:
Event was reported to (B)(4) by an attorney. The patient experienced pain, infection, erosion, urinary problems, recurrence, dyspareunia, bleeding, neuromuscular problems, depression, and vaginal scarring. No further information has been provided.